Event description:
It was reported that a user was unable to proceed after attempting a second, larger meal announcement within minutes of the first, and was advised on dosing limits, allowing time for insulin absorption, and announcing only for carbohydrate intake. Symptoms included no adverse clinical effects reported. Outcomes included user education and successful troubleshooting without need for medical intervention. Investigation included customer communication and education on system dosing constraints and proper meal announcement practices. Investigation of this case revealed that the device limited additional insulin delivery per design safeguards to prevent stacking, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and timing related to rapid sequential meal announcements within the system¿s safety limits.